Manufacturer narrative:
Additional information received: average age, majority gender. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is date of publication 3-year clinical outcomes of durable-polymer zotarolimus-eluting and biodegradable-polymer biolimus-eluting coronary stents in patients with diabetes mellitus (a sort out vi substudy) journal of the american college of cardiology (netherlands) raungaard, bent; christiansen, evald; jensen, svend eggert 2017 issue 8. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out to compare the 3-year clinical outcomes in patients with diabetes mellitus treated with resolute integrity drug eluting stents. The 2999 patients were randomized to treatment with resolute integrity stents. At a 3-year follow up, it was found that major adverse cardiac events (mace) including cardiac death, myocardial infarction (mi), target lesion revascularization (tlr) and stent thrombosis occurred.